Manufacturer narrative:
The customer returned meter (B)(4) and strip lot number 1068913. The complaint was not confirmed and all results were within the range specification during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported the test did not start when she inserted a test strip into her freestyle lite blood glucose meter. She noted the test strip did not appear to be wicking the blood. She further reported having to use multiple test strips, but the meter never gave her a reading and this resulted in her sustaining an unspecified injury. Customer declined to provide a date when the issue occurred or when the injury was sustained. Customer also refused to provide any information regarding her injury and declined to provide any contact information. It is unknown if the customer received third-party medical intervention or if she attempted self-treatment. There was no report of death or permanent injury associated with this event.